Event description:
It was reported that the patient experienced discomfort at the ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced and the pocket was repositioned to address the issue, and effective therapy was established.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.